Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they "had an issue with my pacemaker where settings were not correct." The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.